Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (6 mg/ml at 0.72 mg/day) and bupivacaine (25 mg/ml at 3 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient¿s pump had eroded through the skin of the pump pocket on their abdomen. It started a couple of weeks ago, the exact date was unknown. The cause of the event was undetermined. The pump was replaced as well as the 8784 pump catheter segment. The pocket was revised and was moved from the abdomen to the back. The event was resolved.